Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. Auxiliary control unit (acu) watchdog failure and primary audible failure alarm were found in the event history log. During functional testing using the power up process the reported issue was unable to be duplicated. The root cause of the issue could not be determined. The main board and the speakers were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited an auxiliary control unit (acu) watchdog failure. No patient injury was reported.